Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 7/31/2006 to the present date 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification.

Event description:
It was reported that the device displayed an error message for a general rate failure. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error message for a general rate failure. There was no patient involvement.